Manufacturer narrative:
(B)(4. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump received several no delivery alarms and motor errors. It was also stated that the set was already changed over twelve times. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 501mg/dl at the time of the incident. The customer treated with the insulin pump bolus. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was assisted in clearing the alarm and performing a rewind. The customer stated that they were able to complete pump rewind but the alarm history contained more than one motor errors within a 30 day period. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The no delivery and motor errors' causes were explained. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in brand name and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. Pump had minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.